Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-16225. It was reported the pt feels a painful, stabbing pain or pressure at her lead site when stimulation is on. She reported the pain subsides after stimulation has been off for 15 minutes. X-rays did not reveal lead migration. Follow-up indicated the pt still experienced the issue, and her physician instructed her to turn off the stimulation until a revision can be scheduled.